Manufacturer narrative:
Additional evaluation used for method: data validation investigation: the disposable set was returned for investigation. Upon visual inspection, dried blood was noted on the cap of the collect chamber and on the cap tubing bond socket. The tubing connected to the chamber cap was confirmed as the leak source. The collect tubing detached from the collect chamber cap bond socket with minimal force. The end of the detached tubing was inspected and determined to have an insufficient amount of solvent applied to maintain a viable bond. Disposable engineering was consulted and confirmed the findings. Manufacturing operating procedures were reviewed for changes to the collect chamber and collect tubing which may have contributed to the failure, none were identified. The tubing vendor and collect chamber vendor trace records were reviewed as well, no product changes have been made by either vendor and no manufacturing issues occurred which may have resulted in the failure. The solvent dispenser maintenance records were reviewed and were found to be within compliance. A review of the lot for similar reports was carried out and none have been reported. The run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the spectra optia system operated as intended. Root cause: the root cause remains undetermined however, possible root causes include butare not limited to; manufacturing operator error (failure to properly follow the manufacturing procedures), manufacturing equipment failure (solvent dispenser failure), or assembly processor (insufficient solvent applied during process).

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of this issue has been determined to be an inadequate solvent bond between the chamber and the tubing. Correction: assembly instructions have been updated with process improvements to address the bonding issue. Corrective/preventive action: a CAPA request has been submitted regarding the bonding of tubing into the bond socket.

Event description:
The customer reported that they received a 'leak detected in centrifuge' alarm during a mono nuclear cell (mnc) collection procedure. Approximately 154 minutes into the procedure,the operator noticed plasma sprayed around the basin. No effect on the patient was reported for this incident. Patient's identifier and age are not available at this time. This report is being filed in response to the customer filing a medwatch report, which was found during an internal maude database search.